Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device did not work and a solid tone was heard when the device was newly opened and assembled. Opened another device to complete the case. There was no consequence to pt.